Event description:
It was reported that the patient came in for a dialysis treatment. When the tech took off the guaze dressing it was noted that the catheter lumen was detached from the extension. They question if the extension came off in the process of removing the dressing, or if it was already off. The lumen was clamped and the patient was sent to the hospital where a new extension was placed. The patient suffered no ill effects from the incident and there was no bloodloss. The catheter had been in place for awhile and there had been no other reported problems.